Event description:
It was reported that the event occurred before the bladder suturing for a laparoscopic nephroureterectomy (ranu) procedure with robot support. Arm cart assembly 3 had been recognizing the monopolar curved shears during the operation. However, when trying to attach the large needle driver ((B)(6)), it was not recognized. The large needle drive was detached and cleaned. The sterile interface module (sim) was also detached and cleaned, but it was still not recognized. Another large needle driver (unknown) was taken out but it was also not recognized. However, when the second large needle driver was attached to arm cart assembly 1, it was recognized. The second large needle driver was reattached to arm cart assembly; it took some time but it was recognized. The patient had received chemotherapy or radiation therapy. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the event occurred before the bladder suturing for a laparoscopic nephroureterectomy (ranu) procedure with robot support. Arm cart assembly 3 had been recognizing the monopolar curved shears during the operation. However, when trying to attach the large needle driver (c24bam6971), it was not recognized. The large needle drive was detached and cleaned. The sterile interface module (sim) (c25amc0765) was also detached and cleaned, but it was still not recognized. Another large needle driver (unknown) was taken out but it was also not recognized. However, when the second large needle driver was attached to arm cart assembly 1, it was recognized. The second large needle driver was reattached to arm cart assembly, it took some time but it was recognized. The patient had received chemotherapy or radiation therapy. There was no patient injury.

Manufacturer narrative:
H2) additional information: d10 (continued: mrasi0006; sn unknown), h10 h3) device evaluation: medtronic led an evaluation of the associated device logs for the reported sterile interface module. The sterile interface module sample was not made available for this incident as it is still in use with the customer. Evaluation of the logs for the sterile interface module (sim) indicated that no instrument connectivity issues were found. An error code for 'external torque - position error accumulation' was triggered on the arm cart assembly. Evaluation of the sterile interface module noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.